Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-53 implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that multiple electrical resets occurred, including one following a CT scan. The patient reported feeling "different" since the scan. The device was explanted and replaced. No patient complications have been reported as a result of this event.